Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tni results that were being generated by the unicel dxi instrument. The customer questioned 2 elevated accu tni results from two different pts. Pt a had an accu tni result of 2.67 ng/ml. Pt b had an accu tni result of 0.97 ng/ml. The elevated results were not reported out of the lab. Based on the customer's lab procedures, any sample that produces an accu tni result above 0.04 ng/ml and/or if the accu tni serial result is not consistent with previous draw, the sample must be retested for accu tni. The customer indicated that the pt samples were retested for accu tni after the elevated results were obtained. The repeated accu tni results for pt a was 0.05 ng/ml. The repeated accu tni result for pt b was 0.30 ng/ml. Both repeated accu tni results were reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.